Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number (B)(6). Event occurred in hungary. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2025. The blood glucose level was high and the patient was treated with insulin pump. No further information available.